Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sodium fluoride edta (fe) blood collection tube experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the stopper was dirty.